Event description:
The customer's blood glucose readings have been normal. Patient's family member said they were experiencing hypoglycemia and the device read 136 mg/dl. Family member called the emts and they checked patient's glucose at 36 mg/dl. They were taken to the hospital and kept overnight. Controls were not used on the system. The product was replaced and authorized for return to manufacturer for evaluation.